Manufacturer narrative:
Mindray service representatives repaired the cpu board. Tested, calibrated and safety checked unit to factory specifications.

Event description:
Customer reported the passport 2 monitor shut down, which may have resulted in a loss of primary monitoring. No patient injury was reported.